Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was reported post valve deployment. The valve was constrained so a balloon aortic valvuloplasty (bav) was performed and the valve expanded, however, severe pvl remained. Subsequently, a second transcatheter bioprosthetic valve was implanted and reduced the pvl to trace. It was reported that there was circumferential calcification of the abdominal aorta. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.